Event description:
It was reported that tandem mobi pump battery would not charge even though caller used tandem charging pad and cable but powered it through a non-tandem wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use tandem mobi wall adapter, was informed that replacement charging supplies would be shipped with two-day delivery, and was instructed to use multiple daily injections if pump battery depleted before new charging equipment arrived, with technical support planning to follow up.